Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that microprocessor reset was a safety feature, and necessary instructions were provided to resume normal use. Customer successfully resumed insulin administration with no further issues.